Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint; the impactor has fractured. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s black plastic is broken into two or more parts. No adverse consequences, no part remaining in patient, no surgery delay reported.